Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power loss issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Additional information: the reporter contacted animas on (B)(6) 2014, alleging battery replacement resolved the no-power issue. Review of the pump¿s alarm history for appropriate low-battery warnings and replace battery alarms could not be completed due to the reporter¿s vision issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.